Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l4) performed on (B)(6) 2024. During surgery, after the stent was dilated, cement was injected. The cement was hard, and the surgeon managed to inject 3cc. However, when he tried to remove the cement needle, it stuck to the cement and did not pull out. The surgeon did the deployment and cut the cement needle and working sleeve with a jumbo cutter in the process. Then, the wound was closed, and the surgery was completed. The surgery was completed successfully with more than 60 minutes delay. No further information is available.